Event description:
New information was received that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was noted in backup vvi mode. A device restoration was attempted but failed. No intervention was performed to resolve the event. A device explant is anticipated and the patient was in stable condition.